Manufacturer narrative:
8/13/2024 - we were notified of a patient who had a retained capsule removed by colonoscopy. Frm-0089c capsule incident questionnaire was sent to the customer to gather more information. 8/16/2024 - frm-0089c was received indicating the patient had preexisting conditions (abdominal surgery, c-section and tubal ligation) that could have led to the retention. The form indicated that there was a colonoscopy performed on (B)(6) 2024 with capsule retrieval from the cecum. The capsule was sent to capsovision and the video was uploaded on 8/15/2024.

Event description:
8/13/2024 - we were notified of a patient who had a retained capsule removed by colonoscopy. Frm-0089c capsule incident questionnaire was sent to the customer to gather more information. 8/16/2024 - frm-0089c was received indicating the patient had preexisting conditions (abdominal surgery, c-section and tubal ligation) that could have led to the retention. The form indicated that there was a colonoscopy performed on (B)(6) 2024 with capsule retrieval from the cecum. The capsule was sent to capsovision and the video was uploaded on 8/15/2024.